Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that a patient¿s implantable neurostimulator (ins) had a por (power on reset) condition. It was reported that the patient¿s therapy was working fine. The patient reported that he has had ¿3-5 pors in the last 5 years¿. Additional information received reported that no details were known about the previous por conditions. It was reported that stimulation was working well and coverage was adequate for pain relief.